Manufacturer narrative:
On december 13, 2021, the mentor analysis lab received the device implant for evaluation. A device evaluation on the returned device was completed on december 30, 2021. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. Additionally, the device looks yellowish. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture to the left breast prosthesis. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. After removal, the patient was diagnosed with baker grade ii, capsular contracture of the left breast prosthesis. Additionally, the left implant was observed to be yellowish green in color.

Manufacturer narrative:
Photo evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the sm mpp gel 375cc breast implant. In addition, was referred that the implant seems discolored. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and with a yellowish coloration. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).